Event description:
Healthcare professional reported a left side capsular contracture baker grade iii and exchange due to concern with the product. Later healthcare professional reported rupture discovered during surgery. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Photo analysis: visual analysis of the photographs identified: anxiety-product/procedure : unable to observe as it is a medical event that is not related to the device. Capsular contracture : unable to observe as it is a medical event that is not related to the device. Rupture : observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. No further actions are required since no issue in the manufacturing of the device is observed. Additional, changed, and/or corrected data: d4, h4, h6.

Event description:
Healthcare professional reported a left side capsular contracture baker grade iii and exchange due to concern with the product. Later healthcare professional reported rupture discovered during surgery. Device has been explanted.

Manufacturer narrative:
The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii and rupture.